Event description:
Account alleged that the head hilow has no function.

Manufacturer narrative:
Account replaced the hand pendant and the issue has been resolved. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.